Manufacturer narrative:
There was no indication during any of the reprogramming sessions of system or component failure or malfunction. There was no indication of any component migration. It appears that the placement of the implant likely caused discomfort for the patient and led to request for explant.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat bilateral lower back and upper leg pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads in the vicinity of t8-t10 after participating in a successful trial phase with nalu. During the trial the patient reported reduction in pain from 7/10 down to 3/10. The patient reported that the permanent implant was only reducing pain symptoms down to 5/10 and the patient was dissatisfied with the therapy. The patient was seen for multiple unsuccessful reprogramming sessions to improve therapy. Assessment in the field found that the placement of the implanted leads appeared to be causing added pain or irritation to the patient. A full system explant took place on (B)(6) 2025 per patient request.